Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No prime anomaly or error alarm noted during testing. However, the insulin pump had grinding noise during testing due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the motor was making a very loud grinding sound during rewind at the time of call. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer was unable to perform high pressure test at the time of call. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.